Manufacturer narrative:
E1 - initial reporter first name: (B)(6).

Event description:
It was reported that the filter bag was torn. The target lesion was located in the saphenous vein graft. A 190 cm filterwire ez was selected for percutaneous coronary intervention. During the procedure, the physician deployed the filterwire. However, upon retrieval, the filter bag tore. The procedure was completed with another of the same device. There were no patient complications as a result of this event.